Event description:
It was reported that during shoulder rotator cuff repair surgery the footprint fractured when screwed-in. All pieces were removed from the patient, using tweezers and suction. There was a delay of greater than 30 min and the procedure was completed using a s+n backup device in the original bone hole. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured into multiple pieces. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found that the device has been deployed. The anchor is fractured into multiple pieces. Per the complaint details, all pieces were removed from the patient using tweezers and suction. The procedure was completed using a s+n back-up device in the original bone hole with a greater than 30 minutes delay. No further complications were reported. The patient impact beyond that which has already been reported cannot be determined. No further clinical assessment can be rendered at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.